Manufacturer narrative:
Additional information: based on the received information, a damage to the conductive link or to the device appears likely, as indicated by in-situ testing. However, to determine an exact root cause of failure a device investigation to the explanted device would be necessary. Re-implantation is considered but no date has been scheduled yet. If the device is explanted and received in the future, the case will be re-opened and the device investigated.

Event description:
In december, 2018 the recipient was no longer able to hear with the device. The loss of sound occurred suddenly. There is no report of any accident or trauma. Re-implantation is considered but no date has been scheduled.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In the last week the user was no longer able to hear with the device. The audio processor was exchanged but the issue was not resolved. There is no report of any accident or trauma. Re-implantation is considered but no date has been scheduled.